Event description:
It was reported that the device displayed an obstruction alarm before medication delivery. There were no patient involvement and harm as result of this event. This high-priority alarm occurred before infusion; however, if this error reoccurs during infusion, it will interrupt therapy and potentially impact patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.